Event description:
It was reported that the large volume pump module had been involved in an over infusion on (B)(6) 2024. The customer later reported the following, "we¿re just trying to determine by the pump report if the nurse used basic infusion to administer this med (which is our suspicion). It also appears that she set the pump rate at 10mm/hr and the vtbi at 0. We are assuming when it alarmed, she went back in and accidently set the rate at 500ml/hr instead of the vtbi at 500." There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, g and manufacturer narrative. Investigation summary: the reported over infusion was not observed during the review of the logs or replicated during testing of the suspect pump module. Inspection of the suspect pump module (B)(6) right male iui observed dried white residue. No other anomalies were observed with any of the electrical or mechanical components. On (B)(6) 2024 at 7:51 pm, the suspect pump module (B)(6) was attached to the pcu the suspect module was programmed/started a levophed (drug ID 187) with a drug amount of 25000-unit, diluent volume of 500 ml, dose of 500 unit/h, rate 10 ml/h, and a vtbi of 400ml. Primary volume infused (pvi) was recorded as 678.1 ml and secondary volume infused (svi) 0 ml. On (B)(6) 2024 at 4:04 am the pump module was programmed/started vtbi 318.4 ml. Primary volume infused (pvi) was recorded as 759.6 ml. On (B)(6) 2024 at 12:23 pm, the infusion was completed. Kvo started primary volume infused (pvi) was recorded as 1078.11 ml. At 12:31 pm the pump module was programmed/started vtbi 100 ml. Primary volume infused (pvi) was recorded as 1079.52 ml. A review of the downloaded device logs observed was confirm on (B)(6) 2024 at 5:44 pm volume to be infused (vtbi): 500 ml that was reported on the failure description from service notification event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Pcu error logs showed no error codes associated during the reported timeframe. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not able to be identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a040506, a040502, a0404, a1801, g04037, g0301201, g04067, g02017, g04070, c23, c070606, c0601, d01, d02, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the large volume pump module had been involved in an over infusion on (B)(6) 2024. The customer later reported the following, "we¿re just trying to determine by the pump report if the nurse used basic infusion to administer this med (which is our suspicion). It also appears that she set the pump rate at 10mm/hr and the vtbi at 0. We are assuming when it alarmed, she went back in and accidently set the rate at 500ml/hr instead of the vtbi at 500." There was patient involvement and no harm.

Event description:
It was reported that the large volume pump module had been involved in an over infusion on (B)(6) 2024. The customer later reported the following, "we¿re just trying to determine by the pump report if the nurse used basic infusion to administer this med (which is our suspicion). It also appears that she set the pump rate at 10mm/hr and the vtbi at 0. We are assuming when it alarmed, she went back in and accidently set the rate at 500ml/hr instead of the vtbi at 500." There was patient involvement and no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial #, unique identifier (UDI) #, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.